Event description:
Correction to information originally reported - the icl was explanted on (B)(6) 2011. The patient's bcva was 20/50.

Event description:
The patient reported the surgeon implanted a 12.6 mm micl12.6 implantable collamer lens in his right eye (od) on (B)(6) 2008. The patient reported had lost vision due to the development of a cataract and the icl was explanted. The facility reported the icl was explanted on (B)(6) 2011. The cataract was removed and an iol was implanted. The patient's bcva was 20/70 and the prognosis is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Weight - unk. (B)(4). Lens not returned. Method - work order search, medical review. Results - a lens work order search was performed and two similar complaints were found within the work order. Medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. (B)(4). Conclusions - based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).